Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited high fill volumes while supporting a patient. The customer also reported that the driver's fill volumes were reading 10+ cc (cubic centimeters) higher than the driver the patient was previously using. The driver did not display a response to the change in the fill volume rate. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external and internal components revealed no abnormalities. The driver in "as received" condition passed all test requirements with no anomalies or alarms. In addition, the driver was tested for an additional 48 hours and performed as intended with no issues. The customer experience was not reproduced, and the root cause could not be determined. The electronic record only revealed an alarm that occurred during service/manufacturing. The customer did not report any alarms. During investigation testing, the driver performed as intended, and there was no evidence of a device malfunction. The reported customer experience posed a low risk to the patient because the driver continued to perform its life-sustaining functions. The freedom driver was serviced before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited high fill volumes while supporting a patient. The customer also reported that the driver's fill volumes were reading 10+ cc (cubic centimeters) higher than the driver the patient was previously using. The driver did not display a response to the change in the fill volume rate. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited high fill volumes, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.